Event description:
Following a scheduled removal of a foley catheter, the tip appeared to have been cut off and was missing from the product. A cystoscopy was performed but the tip was not located in pt's bladder. There was no pt injury and no further complications reported. The cath had been in place for seven days.